Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device pocket was dilated and an infection was observed. The infection was not related to the ICD or leads. The infection was treated with antibiotics and the system was explanted and replaced. The patient was stable. Related manufacturer reference numbers: 2938836-2017-29598, 2017865-2017-05579.